Manufacturer narrative:
Four lot numbers were identified with this complain. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut properly during a vitrectomy procedure. The probe was exchanged and the case was able to be completed without delay. There was no harm to the pt.